Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)" in a 41-year-old female patient who had essure (batch no: 787230,8222369) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem implanting device". The patient's medical history included c-section (on 2000 and 2004) and ventral hernia repair in 2004. Concurrent conditions included arthritis since 2010, chronic back pain since 2010, headache, frequency of micturition, foot pain, uterine fibroids, obesity, intramural leiomyoma of uterus, flooding, polycystic ovarian syndrome, polycystic ovaries, constipation, incontinence (unspecified urinary incontinence), urinary urgency (urgency, and urinary retention), endometrial biopsy, hypertrophy and uterine bleeding. Concomitant products included alprazolam, celecoxib, ibuprofen, linaclotide, melatonin, ranitidine hydrochloride and triamcinolone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety,"). In 2012, the patient experienced insomnia ("hormonal changes describe: insomnia"). In 2015, the patient experienced pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: frequent uti"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis interstitial ("cystitis interstitial"), abdominal pain lower ("lower abdomen ") and haematuria ("microscopic hematuria"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight increased, abdominal pain lower and haematuria outcome was unknown, the insomnia, cystitis interstitial, anxiety and dyspareunia was resolving and the genital haemorrhage, urinary tract infection and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. We were able to place it in the left tubal ostea per package instructions without difficulty and one trailing coil noted with photo documentation obtained. We then turned our attention again to the right tubal ostea as we had initially suspected that device did not deploy. We attempted to place another new essure into the right tubal ostea but met resistance. The essure we had been attempting to place in the right tubal ostea was removed intact and compared to the first uncoiled delivery catheter. We realized that the micro insert had in fact deployed but the delivery catheter had uncoiled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and mr received: case becomes medically confirmed, new reporter, patient demographic, patient concomitant condition, lab data ,essure indication, lot number, start stop date and event hormonal changes describe: insomnia, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: frequent uti, cystitis interstitial, psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and weight gain,microscopic hematuria, problem implanting device were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 41-year-old female patient who had essure (batch no. 787230,8222369) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem implanting device". The patient's medical history included multiple cesarean sections (on 2000 and 2004) and ventral hernia repair in 2004. Concurrent conditions included arthritis since 2010, chronic back pain since 2010, headache, frequency of micturition, foot pain, uterine fibroids, obesity, intramural leiomyoma of uterus, flooding, polycystic ovarian syndrome, polycystic ovaries, constipation, incontinence (unspecified urinary incontinence), urinary urgency (urgency, and urinary retention), endometrial biopsy, hypertrophy and uterine bleeding. Concomitant products included alprazolam, celecoxib, ibuprofen, linaclotide, melatonin, ranitidine hydrochloride and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety,"). In 2012, the patient experienced insomnia ("hormonal changes describe: insomnia"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: frequent uti"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis interstitial ("cystitis interstitial"), abdominal pain lower ("lower abdomen") and haematuria ("microscopic hematuria"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight increased, abdominal pain lower and haematuria outcome was unknown, the genital haemorrhage, urinary tract infection and dysmenorrhoea had resolved and the insomnia, cystitis interstitial, anxiety and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. We were able to place it in the left tubal ostea per package instructions without difficulty and one trailing coil noted with photo documentation obtained. We then turned our attention again to the right tubal ostea as we had initially suspected that device did not deploy. We attempted to place another new essure into the right tubal ostea but met resistance. The essure we had been attempting to place in the right tubal ostea was removed intact and compared to the first uncoiled delivery catheter. We realized that the micro insert had in fact deployed but the delivery catheter had uncoiled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Amendment: the report was amended on 01-feb-2019 for the following reason: coding correction: event "abnormal bleeding" was captured and coded as genital bleeding once it was not specified. Event, however, was updated from non serious to serious. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ there is another metal structure protruding from the lumen") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 41-year-old female patient who had essure (batch no. 787230,8222369) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem implanting device". The patient's medical history included multiple cesarean sections (on 2000 and 2004), ventral hernia repair in 2004, hyperlipidemia and nephrolithiasis. Concurrent conditions included arthritis since 2010, chronic back pain since 2010, headache, frequency of micturition, foot pain, uterine fibroids, obesity, intramural leiomyoma of uterus, flooding, polycystic ovarian syndrome, polycystic ovaries, constipation, incontinence (unspecified urinary incontinence), urinary urgency (urgency, and urinary retention), endometrial biopsy, hypertrophy and uterine bleeding. Concomitant products included alprazolam, celecoxib, ibuprofen, linaclotide, melatonin, ranitidine hydrochloride and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety,"). In 2012, the patient experienced insomnia ("hormonal changes describe: insomnia"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods,"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: frequent uti"), cystitis interstitial ("cystitis interstitial"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdomen") and haematuria ("microscopic hematuria"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight increased, abdominal pain lower, haematuria and vaginal infection outcome was unknown, the genital haemorrhage, urinary tract infection and dysmenorrhoea had resolved and the insomnia, cystitis interstitial, anxiety and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haematuria, insomnia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. We were able to place it in the left tubal ostea per package instructions without difficulty and one trailing coil noted with photo documentation obtained. We then turned our attention again to the right tubal ostea as we had initially suspected that device did not deploy. We attempted to place another new essure into the right tubal ostea but met resistance. The essure we had been attempting to place in the right tubal ostea was removed intact and compared to the first uncoiled delivery catheter. We realized that the micro insert had in fact deployed but the delivery catheter had uncoiled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event per pfs: vaginal infection was added. Concurrent condition and events onset date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.